Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the heavily tortuous common femoral artery using the proglide device after an interventional procedure. Reportedly, no bleedback was observed from the marker lumen and the device was successfully removed from the pt. Hemostasis was achieved using an angioseal. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.